Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was unresponsive. The customer could not interact with the pump. The customer's blood glucose was not impacted. The customer reported that manual injections would continue to be used for alternate insulin therapy.